Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was unable to observe insulin drops exiting from the end of the tubing when performing the fill tubing sequence. Reportedly, multiple supply changes were performed; however, the issue continued. There was no adverse impact to the customer's blood glucose level due to the reported issue. Reportedly, the customer had manual injections available as alternate insulin therapy.